Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2014. At the time of the hypoglycemic event, the distributor claimed that the patient's cgm was possibly reading inaccurately compared to his blood glucose meter reading. The patient lost consciousness, at which time the patient's wife administered a glucagon shot. The distributor reported that the patient came out of the low and after the event there was no further medical intervention. At the time of the call to dexcom technical support, the patient stated that she was okay.